Manufacturer narrative:
(B)(4)

Event description:
It was reported that a guidewire coating detachment occurred. The patient was being treated for an abdominal aortic aneurysm. The back-up meier guidewire was being used with a non bsc stent graft. During use, the outer coating of the back-up meier detached and the wire became tangled with the stent graft. The stent graft then lost position. The patient requires surgery. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed kinks in the middle of the device and the distal tip. The device has the coil peeled 19 cm from the proximal section. The device passed the dowel test. Dimensions were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that a guidewire coating detachment occurred. The patient was being treated for an abdominal aortic aneurysm. The back-up meier guidewire was being used with a non bsc stent graft. During use, the outer coating of the back-up meier detached and the wire became tangled with the stent graft. The stent graft then lost position. The patient requires surgery. No additional patient complications were reported.